Event description:
This report, reported by a consumer as "hypoglycaemia, passed out and was found with convulsions", concerns a patient treated with novolin ge nph penfill (long-acting human insulin) and innovo (insulin delivery device) (start date unknown) due to diabetes mellitus type 1. In 2005 the patient took her 12 iu of insulin before bedtime with a little meal; thereafter she felt shaky and treated herself with her hypoglycaemia glucose treatment (not specified). She was found passed out in a convulsive state, she was brought to the hospital, and at arrival her blood glucose was measured to 0.08 mmol/l. Investigations were made, but nothing was found that could describe the hypoglycaemia. The following day she was discharged. The samples will be forwarded. The patient has recovered completely.

Event description:
The returned product was examined macroscopically and microscopically. Furthermore, the parameters identify and assay were examined. A ph analysis was also performed. The insulin concentration in one of the used samples was found to be too high. An examination of a reference sample showed nothing abnormal.